Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned for evaluation. An inspection of the returned product found no issues. We have not been able to establish a relationship between the device and the event reported. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in past years. Clinical investigation reported: the photos provided confirms the rash over the dressing site and it does appear to originate from the dressing due to its defined boarders. However, based on the limited information provided it cannot be definitively concluded that the root cause of the reported reaction/ red rash or if the direct result of using the opsite post-op dressing two weeks post removal. This case documents the patient¿s pre-existing allergy to adhesives, and it is uncertain if the reaction the patient experienced is due to an allergy to medical adhesive or the result of a non-allergic irritation caused by one or more chemicals in the adhesive. Additionally, the manner in which the dressing care removed is unknown. Therefore, no further clinical assessment is warranted at this time. The associated risk files relating to opsite contain details relating to sensitivity to silicone. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that while using an opsite post-op for two weeks after a mastectomy the client experienced an allergic reaction due to the sticky part of the product. A red rash came up all over the dressing site. The customer contacted the breast care center who did a skin biopsy, which was clear, however that was in middle of february and the rash/red discoloration is still there and shows no signs of going.